Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting loss of capture and decreased sensing amplitudes. It was also noted that the atrial lead had lower impedance measurements, decreased sensing amplitudes and increased threshold measurements. Both leads were repositioned. During the revision procedure it was noted that the atrial lead had moved significantly, however the right ventricular lead appeared to be in a good position. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated as necessary.